Manufacturer narrative:
(B)(4).

Event description:
Customer operation contacted dexcom technical support to report on behalf of the patient, that on (B)(6) 2015, the patient called to order new sensors and stated they were in the hospital. It is unknown why the patient was in the hospital as they did not provide any other information at the time of order. Several attempts have been made to contact the patient; however, these have all been unsuccessful. No additional event or patient information is available.